Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a tlif at an unknown level using rhbmp-2/acs and peek vertebral body spacer(s). The patient reportedly presented with radiculopathy approximately 1 week post surgery. At approximately 3 months post-surgery the patient had developed bone in the foramen confirmed by CT. The bone was an "eggshell" filled with fluid confirmed by MRI. The patient reportedly underwent a surgical intervention at an unknown time post-op to decompress the affected neural elements.